Event description:
During a pci procedure, the maverick mr 3.00 x 20mm balloon ruptured at 6 atms. It is unk how many times the balloon was inflated. The lesion being treated was a 90% stenotic, calcified lesion in the right coronary artery (rca). The procedure was completed using a different device. There were no pt complications reported. The pt status is listed as "good".